Manufacturer narrative:
A ge rep evaluated the system, and determined the tube may need to be replaced if arcing continues. This MDR is related to ge healthcare complaint.

Event description:
Customer reported the tube is arcing. No pt injury reported.